Manufacturer narrative:
Concomitant medical products should have been included in the initial report.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench including thermal and mechanical testing of the device, and no anomalies were found.

Event description:
It was reported that a patient presented during generator change with noise on both the atrial and ventricular leads. The physician suspected that the pulse generator was the root cause of the noise. Both leads were used for the next device. Analysis revealed no malfunction against the device. Related manufacturer reference number: 2017865-2020-01731. Related manufacturer reference number: 2017865-2020-01732.